Event description:
It was reported, that the patient presented remotely via merlin.net. Review of the transmission revealed, the insertable cardiac monitor was double counting r-waves. Programming changes were discussed, but no changes or intervention was performed. There were no patient consequences.